Manufacturer narrative:
Concomitant medical products: product ID: 1156t st jude lead, implanted: (B)(6) 2011, product ID: 694765 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to possible inappropriate high voltage therapy by the cardiac resynchronization therapy defibrillator (crt-d) for supra ventricular tachycardia (svt) versus ventricular tachycardia (vt). It was also reported that the right atrial (ra) lead exhibited high threshold and undersensing was noted on current electrogram. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.